Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The manufacturer representative was unable to replicate the error; both the touchscreen and mouse worked as expected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the site had used the system once and it was working but before the second case, the touchscreen was not working correctly. The site had trouble selecting points on the screen and at one point they were unable to select anything. The site tried the surgeon monitor on another system and the issue did not resolve. The site disconnected and restarted the system and then it worked as expected. The site reported that it was getting hot quickly. There was no patient present when this issue was identified. A manufacture representative was on-site and reported that he was able to successfully complete the calibration on the screen but was unable to immediately replicate the failure observed by the site. The representative noted that the monitor was warm to the touch but not more than usual.